Manufacturer narrative:
(B)(4). Insulin pump received with no signs of damage on reservoir. Insulin pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir retainer ring was loosened. The customer¿s blood glucose level was 200 mg/dl. Customer stated that insulin pump had several damages. The insulin pump will be returned for analysis.